Event description:
A customer reported that their pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance but encountered a recurring cartridge alarm. As a result, technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy. Technical support also provided instructions to return the faulty pump using a pre-paid label within 10 days.